Event description:
It was reported that the pacemaker exhibited unspecified over-sensing resulting in automatic mode switch episodes. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.